Manufacturer narrative:
(B)(4). Iinvestigation is still in progress.

Event description:
Description of event according to initial reporter: the device deployed prematurely. The rep was not certain if the problem was caused by operator error or a defective product. The filter had to be retrieved and another filter was placed successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: according to the description of event, the device deployed prematurely and the filter had to be retrieved and another filter was placed successfully. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported prematurely deployment, and the root cause remains unknown. No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.